Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03218. The patient received 2 scs leads with different lot numbers. It was reported the patient fell on her back and subsequently experienced a shocking sensation throughout her body in addition to unwanted stimulation in her stomach. It was also reported the patient's stimulation in her stomach. It was also reported the patient's stimulation autoreduces. The patient wants her scs system explanted and is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.